Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing of some type of electrical activity right before a premature ventricular contraction (pvc), but not all pvc's. A chest x-ray was performed, the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Per tech services call and review of photos, able to confirm oversensing, unable to determine cause. Concomitant medical products: a 5076-52 lead, implanted (B)(6) 2014. (B)(4).